Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found surface damage on probe that exposed the glue underneath, the bending section cover glue was peeling, the objective lens was chipped, the light guide lens was chipped, the water balloon was not inflating, the insertion tube sheath was peeling, the light guide tube was crushed, the ultrasound medical cord was scratched, and the label at the connector needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the ultrasonic gastrovideoscope had a water leak at the distal end and the balloon was not inflating. This issue was found during reprocessing. Inspection and testing of the returned device found damage on the probe that exposed the glue underneath. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the probe surface was damaged by exposure of the adhesive underneath the c body. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the information supplied by the legal manufacturer. Please refer to the following sections for the new information: b3 event date. B5 describe event or problem.

Event description:
Event was prior to an endoscopic ultrasound procedure. There was a delay to the procedure, but patient was under anesthesia. Procedure was completed with a similar device.